Manufacturer narrative:
(B)(4). Photographic analysis: two pictures were provided. The pictures show the proximal part of the anvil, with the anvil knife slot damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. The analysis results found that one psee60a device was returned with no apparent damage and without a reload loaded on the device. Further analysis showed the anvil knife slot damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n57l80. Lot # n93p8z. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information provided: I did ask the tech about what they saw in each event. For the hysterectomy, tech said they didn't notice anything unusual about tissue thickness but did say all the tissue is usually very thick and fibrotic in those cases. Glad the reverse worked and then they did open a 2nd device that got through the tissue ok. Additional information was requested and the following was obtained: what was broken on the device? Or did the device not fire as intended? If yes: please explain: this was a gyn-onc case, hysterectomy. I spoke with tech in the case. The device fired ok first firing. Second firing failed and blade stopped. They used the reverse to bring blade back without issue. Pics to follow, which show anvil pull-through damage. New echelon was opened and worked. No patient consequence. Photographic analysis conclusion is not yet available - evaluation in progress. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, no know details just yet. Stapler was found in office with "broken" written on it. Unknown how case was completed. There were no adverse consequences for the patient.